Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not alarming. The patient related to the missed alarm was monitored on a transmitter at the time. No patient harm or injury was reported. Investigation summary: the nihon kohden clinical application specialist contacted the customer to review the data, but the customer could not be reached. After several attempts, the customer responded that the issue was considered resolved. There was insufficient information provided at the time of the event to determine a root cause. The arrhythmia analysis feature of the cns has well defined capabilities and limitations. These capabilities and limitations are outlined in the application guide (arrhythmia monitoring analysis ec1 application guide). In short, detection of arrhythmia events is dependent on factors that can vary with patient condition, signal quality, lead placement, alarm settings, alarm limits, etc. There is no indication that the device had malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm.

Event description:
The customer reported that the central nurse's station (cns) was not alarming.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not alarming. The patient related to the missed alarm was monitored on a transmitter at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical devices: the following transmitter was used in conjunction with the cns, but did not experience a failure: transmitter - model: zm-531pa, s/n: (B)(4), approximate age of the device: (B)(6) months, device manufacturer date: 02/22/2017, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) is not alarming.